Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause could be due to undersize eye caused by wrong die used. Pfmea ra87p014 rev 13 (punching and location of drainage eyes on foley catheters process) was reviewed for this investigation. The failure mode is addressed step/item #1. A potential root cause could be due to undersize eye caused by wrong die used. Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the foley catheter, the urine drainage effect was not good; so, it was removed and changed with a new product and improvements needed.

Event description:
It was reported that while using the foley catheter, the urine drainage effect was not good; so, it was removed and changed with a new product and improvements needed.

Manufacturer narrative:
The initial reporter's phone number:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.